Event description:
The customer's daughter reported the customer could not perform the blood glucose meter set up. It was also reported the customer obtained a reading of 207 mg/dl on his meter, and he experienced symptoms of sweatiness and "looked like he might have had a seizure". The paramedics were called, and reportedly obtained a reading of 57 mg/dl on their device, but the interval of time between both reported readings is unknown. The customer's daughter reported the paramedics attempted to unsuccessfully give glucose to the customer and then he was transported to a hospital where he was diagnosed with hypoglycemia and treated with glucose (route is unknown). The customer's daughter also reported the customer took his regular insulin medication. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned. Note: during the troubleshooting survey, adc customer service provided training to the customer's daughter on how to use the blood glucose monitoring system.